Manufacturer narrative:
(B)(4). Customer reported that the device has been retired and is not going to be repair. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.